Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 12, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. In 2007, at approximately 3:00 pm, the patient obtained the blood glucose reading of 339 mg/dl on the reported meter. Based on this reading, the patient administered self-care by taking seven units humalog insulin. The patient then experienced the symptoms of sweating, shaking, vision impairment and cognitive impairment. One hour later, the patient tested his blood glucose level, using his backup one touch ultra meter, to be 37 mg/dl. The patient's wife then took him to the urgent care, however he chose not to have his blood glucose level tested. The patient received no treatment. While at the urgent care, the patient obtained another meter reading using his backup meter of 85 mg/dl. The patient returned home, and at 5:48 pm obtained subsequent meter readings using the reported meter of 362 mg/dl and 446 mg/dl. It would have been helpful to determine the time of the 339 mg/dl reading, the patient's meter readings earlier on the day of the event, if he experienced any symptoms at that time, if this was the patient's usual time to test his blood glucose level and take insulin, his insulin regimen, if the patient treated his symptoms in any way, his expected blood glucose readings, and if the reported meter is his primary meter. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the patient's control solution was expired. The meter, test strips and control solution were replaced. The patient allegedly obtained an elevated reading using the reported meter, administered insulin based on the reading, and then experienced symptoms suggesting hypoglycemia. Therefore this complaint is being reported as an adverse event.